Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step, loaded cold insulin and overfilled the cartridge. Additionally, customer reused insulin from a previous cartridge. Tandem technical support educated the customer of cartridge and insulin labeling. Customer¿s blood glucose level was 150 mg/dl. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.